Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is service required message, flashing lights and no longer powers on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the pca burned, low intensity white led failure. There was one error has been identified. The device was scrapped.